Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked front case lower corner, rattle inside, plunger flippers misaligned, missing foot. The root cause of the reported issue was found to be the barrel clamp was misassembled by customer. Actions were taken to mitigate the reported issue: reassembled barrel clamp and plunger assembly correctly.

Event description:
It was reported that the pump had an invalid syringe error, could not calibrate. No patient injury was reported.